Manufacturer narrative:
Through troubleshooting with the user, olympus technical support and the user isolated the cause to the scope used in combination with the subject device and no problems with the clv-190 were found. The user facility indicated the suspect scopes will be sent for repair.

Event description:
A user facility reported to olympus that errors e216 and b30 were generated. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely there was no issue in the device, and that the two scopes were broken.